Manufacturer narrative:
During a call with the dental office, we have been informed that the handpiece was sent for repair to a third-party repair shop. The handpiece was already returned and put back into circulation. The handpiece was last repaired in our repair department in 03/2014. Since that time, we have no further information about the product. We are also not aware about the findings of the current repair. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
Information out of the user report mw5104599: during a dental treatment dentist noticed that the handpiece was getting warm. She stopped the treatment and noticed that the patient had a burn on the lower right lip, 10mm x 6mm in size. Additional information supplied during the communication with the dental office: the burn took about 3 weeks to heal completely. There was no medical care necessary related to the burn. Patient received just some otc ointment.